Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - drawer off bus was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the station was found with the main full-height drawer 4 not detected on the bus. The fse opened the back panel and found no power going to the pmc board and the controller board for drawer 4. The fse replaced both boards and rebooted the station. After the reboot, the customer was able to test the inventory with good results. During dchu visual inspection p/n 151903-01: was received with signs of thermal damage on component u300. P/n 151622-01: both parts were received with no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 151903-01: no further testing was required due to thermal damage found during the external inspection. Root cause: the root cause was identified as follows: thermal damage to component u300 on the full height cubie pmc (p/n: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction. A shorted diode d501 on the drawer controller board (sn: (B)(6)) which led to circuit instability and ultimately compromised the drawer's functionality. A faulty drawer controller board (sn: (B)(6)) without a specific failed component.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4 not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the component u300 of full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.